Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore tag conformable thoracic stent grafts with active control system. Following the deployment of the first ctag, a second ctag (tgmr403415j) was deployed from a position where the stent apices partially covered the left common carotid artery. Although a slight decrease in blood flow was observed in the left common carotid artery, the physician decided to conclude the procedure. On the same night, the patient reported difficulty moving the right-hand during dinner. Mra revealed an occlusion at the origin of the left common carotid artery. A reintervention was performed, and a bare-metal stent was additionally implanted in the left common carotid artery. The patient tolerated the procedure. The physician¿s comment: ¿in previous cases, placing stent apices in a similar position had not resulted in complications. I will be more careful in future cases.¿